Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 350 mg/dl at the time of the incident. Customer stated that they were able to clear that alarm. Self test was performed and pump error detected. Customer also stated that insulin pump had gotten white screen then medtronic appeared. The insulin pump will not be returned for analysis.